Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic representative reported via phone call that the customer's auto mode was not giving enough insulin. Customer¿s blood glucose level was 190 mg/dl at the time of incident and other blood glucose value was 168 mg/dl. Customer declined troubleshooting. The device will not be returned for analysis.